Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was observed on the lv lead. It was unknown when the threshold had changed. Patient presented to the clinic and programming changes were made. Patient¿s condition is good.